Manufacturer narrative:
The reported event was addressed with phone support. The clinical sales representative (csr) made sure the issue was resolved after the restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, user informed the technical support engineer (tse) that there was an issue with the universal surgical manipulator (usm) 1 on the da vinci system, where the arm moved upward when the surgeon attempted to move it downward. The problem was associated with a prograsp instrument on usm 1. The instrument was replaced, which appeared to improve the issue. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.